Manufacturer narrative:
Correction: d9: corrected returned to manufacturer on date. Device evaluation; h2: device evaluated, at manufacturer, found broken and stuck bur in attachment. H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed, once the quality investigation is complete.

Event description:
It was reported, that during a surgical procedure. The bur broke in the attachment. The procedure was completed successfully without a clinically significant delay. No adverse consequences or medical intervention were reported.